Event description:
There was a small ceramic piece tip that was on the end of the resectoscope that broke off inside of the patient during the procedure. The surgeon removed the 3 pieces that broke off from the tip of the scope and there were no retained items. This was reported to olympus, the manufacturer of the gyrus resectoscope.